Event description:
On (B)(6) 2013, additional information was returned that the since the device was off, there was no difference in seizure control.

Event description:
It was reported that diagnostic testing resulted in high impedance (dc dc code 7). The physician referred the patient for x-rays; however, x-rays have not been sent to device manufacturer for review. It is unknown if the patient programmed the device off after the high impedance was observed. Clinic notes indicate that the patient has not experienced any recent falls within the last three months. It was noted that the patient's caregiver believes the vns is controlling the patient¿s seizures better since the patient underwent generator replacement on (B)(6) 2012. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Event description:
On (B)(6) 2013, it was reported that this patient had not had any seizures since the device was ruled as ¿broken.¿ surgery is still likely but has not taken place.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes dated (B)(6) 2013 from the surgeon's visit were received. It was noted that the generator was programmed off due to the high impedance. The notes indicate that review of x-rays by the surgeon found that the generator and lead are connected, but that the lead is "lost" in the neck. The surgeon has referred the patient for neck x-rays. Surgery is still likely; however, has not occurred to date.